Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on june 16, 2014. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the reflux did not work before a procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).